Event description:
It was reported by the surgeon that the clips formed well during the case however the patient was returned to surgery for bile leakage. Patient requests no further contact with surgeon.